Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On monday (B)(6) 2022 dr (B)(6) used an echo 25 ultra eus needle (g31519). After he took some samples and was removing the device from the endoscope, the product seemed to break and wires were exposed. Dr (B)(6) used another echo 25 ultra eus needle (g31519) and had no issues. No further information available and none forthcoming. Jil01 (B)(6) 2022. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Did the needle break during retraction? Yes, during retraction the needle handle broke from the middle part of the needle (white part where the safety ring is located). The physician did not use any force, it just broke as he was retracting the needle). Please confirm if the wires here are being referred to the needle? Yes. Was there any other breakage observed apart from needle break? No.

Manufacturer narrative:
This report is being submitted as a cancellation report following lab evaluation on the 04-mar-2022, no needle fracture was observed. File has been re-assessed. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Event description:
This report is being submitted as a cancellation report following lab evaluation on the 04-mar-2022. File has been re-assessed. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.